Manufacturer narrative:
The device was no returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done. The DHR review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty advancing through the esheath was unable to be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Furthermore, an existing technical summary has been documented for root cause analysis on similar complaints. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the esheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per the complaint description, tortuosity was present in the patients access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per the complaint description, calcification was present in the patients access vessel. Undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. The minimum luminal diameter in this case was 5.0mm which is not an appropriate size for safe use of the 14f esheath. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath that has resistance with the delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate by the physician, during a transfemoral tavr procedure with a 20mm sapien 3 valve, resistance was felt during insertion of the commander delivery system. The valve was deployed per manual and an angiography after removal of the esheath revealed an external iliac artery dissection. A stent was placed to treat the dissection. The access vessel calcification and tortuosity were both mild.